Event description:
The customer contact reported a defective clave connector. It was reported the clinician removed the tubing set from the package and noted a defective clave connector prior to pt use. No specific details or additional info was provided. The defective clave connector prior to pt use. No specific details or additional info was provided. The defective clave connector is not a reportable event; however, during verification testing, one used device was received and evaluated. Visual inspection revealed the silicone sleeve of the clave port appeared to be in a stuck down position. Upon further inspection there is a hard piece of plastic that broke off inside of the clave port. The hard plastic piece appears to be a male adapter of an unk set or syringe broken off inside of the clave port. There are white drag marks indicating the use of force.

Manufacturer narrative:
Investigation is not complete. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.